Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio observed that the flex cable, designator w18, was unseated from the user interface pcb and once it was reconnected the reported issue was resolved. Therefore the cause of the device not booting up was a disconnected flex cable. After making additional unrelated repairs, physio observed normal device operation through functional and performance testing and returned the device to the customer.

Event description:
The customer contacted physio-control to report that their device will not load after boot screen and no functions are usable. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not load after boot screen and no functions are usable. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.